Event description:
It was reported that the device exhibited non-sustained right ventricular over-sensing episodes due to myopotential inhibition. No changes were made at this time. There were no adverse health consequences, the patient was stable.